Manufacturer narrative:
Additional information requested but not provided.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed backup mode due to event queue overflow on the pacemaker. Programming changes were performed to resolve the issue. The patient condition was unknown.